Event description:
The plaintiff's atty alleges that the pt experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.